Event description:
An optometrist reported a pt with complaints of visual acuity fluctuations, starbursts at night, and dry eyes at lasik one week post-operative visit. Add'l info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).